Manufacturer narrative:
(B)(4). Unit passed self test. Unit received with cracked keypad overlay at the center circle button,missing retainer ring,missing reservoir o-ring, scratched case and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had damaged o ring on the top was off on reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.